Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the physician had trouble advancing the esheath+ into the patient. The physician switched out the lunderquist wire and advanced the esheath+. The patient's blood pressure began to drop while advancing the delivery system with valve. Post valve deployment imaging was performed and a perforation to right iliac was noted. A covered stent was placed, and the patient began to stabilize. The patient was sent to the intensive care unit in stable condition.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Corrections have been made to h.6: type of investigation, investigation findings, investigation conclusion, and device code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy provided by the site revealed the presence of tortuosity and calcification in the patient's access vessel. In this case, the complaint for difficulty introducing the sheath was unable to be confirmed. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. Investigation results suggest that patient factors (calcification, tortuosity) may have contributed to the difficulty to introduce the sheath as both were present in the patient's access vessel. This created a challenging pathway for sheath introduction and created physical obstacles and induced stress on the sheath shaft. The complaint for difficulty advancing through the sheath was unable to be confirmed due to no relevant device or procedural imagery. Available information suggests patient factors (tortuosity, calcification) likely contributed to the event. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during the delivery system insertion that may lead to resistance. Vessel sizes were appropriate for use (>5.5.mm minimum luminal diameter) and no information was provided regarding the other potential root cause (steep insertion angle). It is possible that the maneuvers to overcome the difficulties advancing the esheath caused or contributed to the iliac artery perforation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.